Event description:
It was reported that an unidentified malfunction alarm occurred. Although the specific blood glucose level was unknown, it remained between 54-500 mg/dl, indicating no adverse impact to the customer¿s blood glucose level. Customer reverted to using multiple daily injections as backup therapy to ensure insulin delivery continued.